Event description:
Description of the event: on (B)(6) 2021, during the checks performed on the system for a specific patient with uniform scanning treatment field, the user noticed that the output factor was intermittently varying by up to 10% greater than the calibrated output factor. The output factor is the ratio between the dose delivered at isocenter and the number of monitor units counted on the ionization chamber. This event is recorded under iba ref. (B)(4). Impact of the event on the patient: the user moved the patient for whom this issue was identified to a different treatment room. At the moment, iba has not determined if the issue may have affected other patient treatments in the past. Status of the investigation: this issue could not be reproduced by iba team so far. Nevertheless, logfiles from the treatment control unit (tcu) generated during an occurrence observed have been analyzed. On (B)(6) 2022, a malfunction was identified. Normally, during operations, the tcu sends two setpoints to the uniform scanning generator (usg): one for the 3hz magnet and another for the 30hz magnet. These setpoints define the amplitudes of the generator waves given to the scanning magnet power supply (smps). The smps amplifiers provide currents and voltages to the magnets. Analysis carried out so far shows that the first layer of the problematic field is sometimes irradiated with the scanning magnets still set at the tuning setpoints (1.5v) instead of changed to the setpoints for this layer. The consequences are that the field size may be smaller than expected and the irradiated area may receive more dose than prescribed. A cyclic check should trigger and pause the irradiation when the setpoint and the feedback do not match within a pre-defined tolerance. Analysis of the logfiles shows that no check triggered in the first layer as it should have. Further logs analysis and tests will be carried out to identify the cause of: the first layer being sometimes irradiated with the scanning magnets tuning setpoints. The cyclic check not triggering as it should. Immediate actions: iba has informed the user and defined the following user actions in order to detect the issue and stop the irradiation when required: when any uniform scanning irradiation is started, pause the irradiation immediately after the tuning. Check the scanning magnets in the nozzle service screen. If the "pickup coil feedbacks" for 3hz and for 30hz are not 1.5v (+/-0.2v), proceed as normal. If the "pickup coil feedbacks" are still set to 1.5v (+/-0.2v) from the tuning, abort the field and re-load it for another attempt (since the problem happens infrequently, the chances are high that the partial irradiation will be able to proceed as expected).

Event description:
Outcome of the investigation on september 26, 2022: for some treatments, layers of uniform scanning treatment fields are irradiated with incorrect scanning magnet setpoints. The analysis shows that at that times: (I) the first layer of uniform scanning fields is irradiated with the scanning magnets still set at the tuning setpoints instead of being set to the setpoints required for this layer or (ii) other layers are irradiated with the setpoints from the previous layer. The impact of the latter case on the treatment is lower because the difference in the scanning magnets setpoints between two successive layers is smaller than between the first layer and the tuning. The cause of these events has been identified as a software race condition between the different tasks that handle the scanning magnet electronic unit (smeu). When a layer is irradiated while the scanning magnet setpoints are smaller than expected: the field size may be smaller than prescribed and the boundaries of the treatment field may not receive the prescribed dose, and as the dose may be more focused towards the central axis, the scanned area may receive more dose than prescribed. When a layer is irradiated while the scanning magnet setpoints are bigger than expected: the field is larger than expected but as it is cut by the aperture, the field size at isocenter remains correct, and the dose rate is lower than expected but the total dose delivered at isocenter is not impacted. Nevertheless, the dose might not be delivered uniformly. Iba is performing computations and acquiring measurements to quantify the impact on the dose distribution of uniform scanning treatment fields in instances where the incorrect scanning magnet setpoints are used. Iba has identified occurrences in the irradiation logs of four proton therapy sites with uniform scanning treatment mode and the copley scanning magnet power supply ((B)(6)). On april 15, 2022, iba initiated a recall (FDA ref. (B)(4), recall number z-1205-2022, iba ref. (B)(4)). Subsequently, iba initiated an urgent medical device correction notification to all impacted iba customers (users of the device) on april 20, 2022. Iba provided impacted customers with an amended urgent medical device correction notification on september 16, 2022 providing them with information about: the cause of the issue, the actions to be made by the users waiting for the solution to be deployed, and the actions iba will be taking. The uniform scanning field size and dose rate cyclic checks are indirect checks but may pause the irradiation when the aforementioned issue happens. Therefore, iba will verify that the field size and dose rate cyclic check thresholds are tight enough and adapt them if necessary by october 15, 2022 to ensure that the irradiation is paused in case of a significant error in the field size. In parallel, iba is performing a feasibility and impact analysis to identify a design change that will avoid any race condition in the tasks handling the smeu. Iba will provide supplemental information on the quantification of the impact on the dose distribution and the deployment of the solution on the affected proton therapy sites through the recall FDA ref. (B)(4) (recall number z-1205-2022).

Manufacturer narrative:
Section h3: evaluation summary is provided in section b5 (describe event or problem).

Event description:
Description of the event: on (B)(6) 2021, during the checks performed on the system for a specific patient with uniform scanning treatment field, the user noticed that the output factor was intermittently varying by up to 10% greater than the calibrated output factor. The output factor is the ratio between the dose delivered at isocenter and the number of monitor units counted on the ionization chamber. This event is recorded under iba ref. (B)(4). Status of the investigation on february 1, 2022: this issue could not be reproduced by iba team so far. Nevertheless, logfiles from the treatment control unit (tcu) generated during an occurrence observed have been analyzed. On january 11, 2022, a malfunction was identified. Normally, during operations, the tcu sends two setpoints to the uniform scanning generator (usg): one for the 3hz magnet and another for the 30hz magnet. These setpoints define the amplitudes of the generator waves given to the scanning magnet power supply (smps). The smps amplifiers provide currents and voltages to the magnets. Analysis carried out so far shows that the first layer of the problematic field is sometimes irradiated with the scanning magnets still set at the tuning setpoints (1.5v) instead of changed to the setpoints for this layer. The consequences are that the field size may be smaller than expected and the irradiated area may receive more dose than prescribed. A cyclic check should trigger and pause the irradiation when the setpoint and the feedback do not match within a pre-defined tolerance. Analysis of the logfiles shows that no check triggered in the first layer as it should have. Further logs analysis and tests will be carried out to identify the cause of: the first layer being sometimes irradiated with the scanning magnets tuning setpoints, the cyclic check not triggering as it should. Immediate actions: iba has informed the user and defined the following user actions in order to detect the issue and stop the irradiation when required: when any uniform scanning irradiation is started, pause the irradiation immediately after the tuning. Check the scanning magnets in the nozzle service screen. If the "pickup coil feedbacks" for 3hz and for 30hz are not 1.5v (+/-0.2v), proceed as normal. If the "pickup coil feedbacks" are still set to 1.5v (+/-0.2v) from the tuning, abort the field and re-load it for another attempt (since the problem happens infrequently, the chances are high that the partial irradiation will be able to proceed as expected). Status of the investigation on april 5, 2022: measurements carried out on single layers of uniform scanning fields confirmed that when the issue happens and the scanning magnets setpoints are lower than expected, the layer is delivered with a field size smaller and a dose density higher than prescribed. No method could be identified so far to reproduce the issue and the cause of the first layer being sometimes irradiated with the scanning magnets tuning setpoints is not identified yet. The pickupcoil_diff_error and smps_diff_error cyclic checks not triggering as they should is explained by the treatment control unit (tcu) not sending the setpoints to the uniform scanning generator (usg). As a result, the tcu does not identify any mismatch between the setpoint and the feedback and does not interrupt the irradiation. Analysis of irradiation logs of uniform scanning treatment fields in pat.107 identified other occurrences of this issue in the past. Around 5% of the fields analyzed show the issue (482 affected fields out of 9352 analyzed). For most of the occurrences, the difference between the tuning setpoints and the expected setpoints for the layer exceeded the tolerance, defined as 0.3v. For the patients impacted by these occurrences, up to 5.8% of the monitor units in the treatment plan may have been delivered with the scanning magnets still set at the tuning setpoints (1.5v) instead of changed to the setpoints for the layer. Occurrences have been identified in irradiation logs of uniform scanning treatment fields in another site with uniform scanning treatment mode (sat.116). For two of these occurrences only, the difference between the tuning setpoints and the expected setpoints for the layer exceeded the tolerance (0.3v). The analysis is still in progress. Irradiation logs from different proton therapy sites using uniform scanning are being analyzed to identify other occurrences and provide additional data for the root cause analysis. Measurements on entire uniform scanning treatment fields will be carried out to better quantify the impact of the issue on the dose distribution for the whole field.